Event description:
End user reported that the insert for the axle tube on her (B)(4) wheelchair came out, user fell to the ground, on top of her (B)(6) son. User sustained injury to the elbow, was to go for x-rays. No alleged injury to the child.